Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on july 20, 2018. (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently, underwent a skin revision under a general anaesthetic on (B)(6) 2018.